Event description:
The patient has two leads from the same lot number . The patient reported she was feeling stimulation around the ipg site. The patient also stated she was experiencing headaches. X-rays indicated one of the patient's leads migrated out of the epidural space to the ipg pocket. The patient underwent a procedure and the physician relocated the lead to the correct location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.